Manufacturer narrative:
Results: target lesion exhibited 97% stenosis and severe calcification. Stent deformation. Stent. Conclusion: stent deformation. Target lesion exhibited 97% stenosis and severe calcification. (B)(4).

Event description:
The physician intended to use an endeavor resolute rx device to treat severely calcified lesion with 97% stenosis in the distal lad. The lesion was pre dilated (8 atm for 10 secs), but the device could not pass the lesion. The physician terminated the procedure. It is reported that there were no abnormalities noted during the inspection prior the procedure. The device was prepped before use according to instructions for use. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. No patient injury reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th and 1st distal stent segments were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).